Event description:
It was reported via repair work order that the crossbar and height adjustment racks are bent, and the lift here labels were torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.